Event description:
The or manager contacted steris to review endoscope reprocessing in steris system 1. She reported that there was a discrepancy between how the biomedical engineer believed endoscopes should be processed in the system 1 and how the department was actually processing endoscopes. Upon investigation, it was determined that olympus 160 series endoscopes were not being processed per steris' instructions for use, and the hosp was not using a required quick connect to process an olympus ureteroscope.